Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The 'up' 'down' and contrast' button contacts were found to be misaligned. The button contacts became inverted when pressed and do not spring back properly. The contrast button does not affect insulin delivery.

Event description:
It was reported that the 'ok' button is not working.